Event description:
It was reported that there were no lights illuminating or self tests started when the mobile power unit (mpu) was plugged in. There were multiple outlets both at home and at clinic that were attempted. A loaner mpu was given to the patient.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of ¿no lights illuminating or self tests started¿ was confirmed with the returned mobile power unit (serial # (B)(6)). The returned unit was tested with laboratory equipment and the reported event was reproduced. The issue was isolated to the power supply assembly. The analysis suspected an issue with the transformer component on the assembly. However, the component was unable to replaced and further analysis could not be performed. A root cause of the damaged power supply board could not be determined during the evaluation. The unit was repaired, and functional checkout was performed, which passed all testing. The mobile power unit was returned to the customer. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2021. It was noted the mobile power unit was shipped with an ac power cord with the v-lock feature. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.